Event description:
It was reported that (1) 512hr was used during a lap cholecystectomy procedure. It was reported by the rep that the trocar seal or "resposable ribbed" tore when removing instrument. It is unknown how the case was completed. There was no consequence to pt.